Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a rise in pace impedance measurements after a patient fall. Subsequently, this ra lead was explanted and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to 3.5 years remaining on the battery with no reported allegations. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a rise in pace impedance measurements after a patient fall. Subsequently, this ra lead was explanted and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced due to 3.5 years remaining on the battery with no reported allegations. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the high ra pace impedances were attributed to suspected ra lead fracture, secondary to a patient fall. No additional adverse patient effects were reported. The explanted products were shipped for return analysis.